Event description:
This pt with (4) unidentified cypher stents in unidentified vessels, reported that the stents collapsed and he had to have (3) surgeries to get them out including open heart surgery. No dates are known for these surgeres.

Manufacturer narrative:
This report represents notification of four devices that are also not available for testing and eval. Please note that the device catalog and lot numbers are not currently known. Unsuccessful attempts have been made to obtain them. Efforts are ongoing to obtain further details of the pt history, index procedure and adverse events. Additional info will be submitted within 30 days upon receipt.